Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates the lead site was infected. As a result, surgical intervention was undertaken on (B)(6) 2025, wherein the entire system was explanted to address the issue.

Event description:
It was reported that the patient's lead incision was opening up after implant. Patient underwent wound checks and took antibiotics to address the issue. The incision continues to heal. Therapy is on.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.